Event description:
A malfunction on the pump was reported by the caller, which caused the customer's blood glucose level to exceed 500 mg/dl, with the exact value being unknown but displayed as "high." The customer contacted tandem for assistance and was provided with information on how to reset the pump. A customer service representative helped reset the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue happened again.